Event description:
During an in clinic follow up, high pacing impedance and an increased threshold was noted on the right atrial (ra) lead. Lead damage was suspected. Provocative testing was performed and no anomalies were noted. No further intervention has been performed at this time. The patient was stable and will continue being monitored.